Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical use was observed. The device was evaluated for connector function. The cable was able to provide a secure connection that connected without incident. Upon disconnecting the cable from the power supply the overmold strain relief at the 6 pin din connector was able to easily slide back exposing the internal component of the connector. No other visual defects were observed. Based on the condition of the device as returned and the results of the evaluation the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was possible damage to the pins or connection site of the hemopro dc extension cable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
October 29, 2015 09:31 am (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, there was possible damage to the pins or connection site of the hemopro dc extension cable. A replacement device was used to complete the procedure. The hospital did not report any patient effects.